Event description:
A healthcare facility in canada reported that an 950n61j neonatal non-invasive single heated circuit kit was leaking. No patient consequences were reported.

Manufacturer narrative:
(B)(6). Section d4: device identification details were not received. The subject 950n61j breathing circuit has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in canada reported that an (B)(6) neonatal non invasive single heated circuit kit was leaking. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Section d4: device identification details were not received. Method: the subject 950n61j neonatal non invasive single heated circuit kit was received at fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected and performance tested. In addition, a non-f&p healthcare interface connected to the 950n61j inspiratory tube was received. Our investigation is therefore based on the evaluation of the subject device, the information provided by the customer and our knowledge of the product. Results: visual inspection of the returned devices confirmed no damage on the returned 950n61j breathing circuit. Damage was identified on the tube of the non-f&p healthcare interface what was connected to the subject 950n61j breathing circuit. Upon disconnecting the non-f&p healthcare interface, performance gas leakage testing of the subject 950n61j breathing circuit confirmed that the device was within specification. Conclusion: our investigation confirmed that there was no fault found with the returned 950n61j neonatal non invasive single heated circuit kit. There was a damage observed on the returned interface of an unknown brand. The 950n61j neonatal non invasive single heated circuit kit user instructions (ui) include the following technical specifications: - gas leakage (60 cmh2o, btps) of the single limb is <30 ml/min. The ui that accompanies the 950n61j neonatal non invasive single heated circuit kit may also caution the user: - check all connections are tight before use. - set appropriate ventilator or flow source alarms to monitor therapy delivery.